Event description:
Consumer called stating that the feet on the bed are bowed out and there is a dip in the bed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model bed2-1633, serial number/date code (B)(4) is approximately 4 years old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that his son stated that his back was hurting towards the middle. The consumer mentioned that the bed (5410ivc) in the bed2-1633 bed package is allegedly dipping and the feet are bowing out. A serviceman from a service center assessed the bed. When he lifted the bed up it "firmed out". When the bed was placed back on the floor and was sat upon it went back to its bended state. No injury alleged.